Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
Per medwatch report 1400670000-2023-8004: it was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. The tip of the e-sep pencil touched the patients' skin on the right upper abdomen. It was superficial and small. The laceration is not expected result in permanent damage or to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
F10/h6: changed to "laceration". H6: the quality investigation is complete.

Event description:
Per medwatch report (B)(4): it was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. The tip of the e-sep pencil touched the patients' skin on the right upper abdomen. It was superficial and small. The laceration is not expected result in permanent damage or to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.